Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a damaged display and crack in its case near the display screen. The blood glucose reading was 156 mg/dl. The caller stated that the customer had fallen off a bicycle with the insulin pump on. Advised replacement of the insulin pump. Nothing further reported.